Event description:
It was reported that a pericardial effusion, perforation, and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) was attempted. Four partial recaptures were performed on the closure device, and the closure device and was were then removed from the patient as the 27mm closure device was too large for the patient's anatomy. The double curve was was replaced with an anterior curve was, and a new 24mm closure device was selected. A second transseptal puncture was performed, and the second was was used coaxial for deployment. The was was close to the back wall of the laa as there was no bleed back noted, thus the was was pulled back until bleed back was observed. After the flx ball was formed upon the unsheathing of the wds, contrast injection showed a pericardial effusion. The patient's blood pressure also dropped following the unsheathing of the wds. Transesophageal echocardiography (tee) was performed, which noted a growing pericardial effusion on the left and right side of the heart. There was also a perforation noted on the posterior aspect of the laa. Protamine was given to the patient and pericardiocentesis was performed, which initially removed approximately 1000 ml of blood from the patient. Another 240 ml was then removed before the patient was transferred to the operating room (or). The patient's laa was then surgically ligated. The patient was stable out of the intensive care unit (ICU).